Manufacturer narrative:
The returned handle was evaluated. The device fractured at the welded interface between the adapter and shaft. A review of the device by the supplier found that each device in this lot was tested to ensure they would withstand a minimum force of 360 in-lbs. There were no manufacturing-related issues found. The cause of the fracture cannot be determined at this time.

Manufacturer narrative:
The device was not returned, however photos were provided which show that the handle's shaft has fractured. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. A review of the manufacturing records did not identify any issues which would have contributed to this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the shaft of a torque limiting handle broke off from the handle during final tightening within surgery. An alternative torque limiting handle was used to complete the procedure without reported patient impacts.